Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that when the release paper #1 was removed, the film was lifted and creased, so it could not be used. Several dressings in the carton were checked and all were affected. Competitive products were used for the treatment. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device.the clinical evaluation concluded: a review of this complaint case revealed there were no patient injuries reported. Per e-mail communication the dressing was not used on the patient. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The associated risk files contain the reported failure/harm or event. However, the clinical review has not established a causal link. Additional rmr is not required. The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. A visual inspection confirmed the crease reported. The root cause has been determined as a maintenance related issue, now resolved. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, complaint history file contains further instances. Smith + nephew will continue to monitor for any adverse trends relating to this product range.